Event description:
It was reported that the ventilator alarmed for disc/sense while connected to a patient. The patient was removed from the ventilator and alternative ventilation was provided. The patient is doing fine.

Manufacturer narrative:
Na